Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The failure was isolated to the j7 lead spot weld separated from ECG"a" dome causing the faults. The root cause for damaged spot weld could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.